Event description:
Event description boston scientific crm received information that a 4512 left ventricular lead had become fractured. The serial number for the lead is currently unkown. No adverse patient effects were reported.